Manufacturer narrative:
The suspect device did not return for evaluation. The complaint is unconfirmed. The root cause is unknown. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints were found for this lot number.

Event description:
During a fistula declot the tip of the catheter separated inside the patient. The fragment was retrieved using a snare without further complications to the patient.